Event description:
It was reported that the buttons were unresponsive, making it difficult for the customer to receive alerts about high or low blood glucose levels. There was no adverse impact to the customer¿s blood glucose level reported. No additional information was received regarding the outcome of the event.